Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 110 mg/dl compared with the sensor glucose reading of 60 mg/dl. The customer also reported a lost sensor alert and a no delivery alarm. The customer stated the alarm was resolved by a complete set change. The customer's sensor was replaced; however, nothing was returned for analysis because the customer threw the sensor away.